Manufacturer narrative:
The field service engineer (fse) checked tubes and levels on the rinse station, adjusted the ultra sonic mixer and replaced reagent probes and a valve. No further information was received from the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter stated they received discrepant results for once patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a creatinine value of 194 umol/l, which repeated as 108 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.